Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported double vision making seeing street signs at night difficult with his left eye. The device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided reports the patient is experiencing extreme muscle fatigue. He is feeling pain when looking at a computer monitor and experiences 'blood' in the corner of his eye. He is currently bilaterally implanted, however, he is only experiencing these symptoms with his left eye. He reports the implant 'leaked' and required the surgeon to use two stitches in the office following implant. He is having issues with peripheral vision, which he feels is due to the edge of the lenses having a different shape than regular lenses. He has had one accident following the lens implants because of minor double vision. Bright lights produce a blaze pattern vertical and horizontal, therefore his night driving vision is reduced. The colors he is seeing are not bright and the image between the two eyes is not identical. He reports he has no clear vision.